Event description:
It was reported by service report that the power cord was missing its ground prong. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Missing ground prong on power cord.